Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that during a procedure with a pediatric patient, the image intensifier did not function properly and there was a loss of image functionality. The procedure was aborted. No harm to the patient has been reported to philips. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed with the customer that there was no loss of image functionality, but an issue with poor image quality. An alternative technique, called reduction, was used to treat the patient, instead of the planned surgery using the endura system. When a control x-ray was taken after surgery it was confirmed that the performed treatment was acceptable and the customer decided to maintain the performed treatment with plaster. Philips has inspected the system on site and it was confirmed that the high voltage power supply for image intensifier had failed. The high voltage power supply for image intensifier was replaced and the system was returned to use in good working order. Based on trending analysis there is no negative trend in the replacement rate for high voltage power supply for image intensifier. No similar complaints have been identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.